Manufacturer narrative:
Insulin pump had a corroded keypad traces noted. No button error alarms noted. Insulin pump had a cracked reservoir tube lip noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm that was not resolved with a battery change. The blood glucose reading was 101 mg/dl. The alarm had occurred during a bolus and customer stated that she did not recall any other significant event leading to the alarm. Nothing further was reported.